Event description:
It was reported power PICC solo 4fr fractured internally therefore removed. PICC inserted on (B)(6) 2024. Placed at 8cm at skin. Anchored 4fr securacath and fractured (B)(6) 2024 internally. No measurement available. Line removed. No harm to patient. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 52cm, inserted into the basilic vein. PICC used for oncology treatment (paclitaxol, carboplatin). There was no occlusions with this PICC. Leakage was found by leaking at exit site when flushed, unknown what mark the break is at. PICC was used 3 weeks. Catheter site was cleaned with chloraprep (3ml). Additional comments: catheter to vein ratio 10%.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.